Event description:
A physician reported the trocar cannula got stuck on the cutter while trying to remove. The trocar had to be pulled out of the pt's eye with the cutter still attached. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).